Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and possible infusion set leaks. The blood glucose reading was 528 mg/dl, which was treated using the insulin pump. The most recent blood glucose reading was 65 mg/dl, which was treated with food. The customer stated that the unexplained high blood glucose levels began the night prior. He noted that insulin was actually squirting and then dripping. No leaks were present, but the customer stated that he had assumed there was a leak because he had smelled insulin a few times. He stated that the insulin pump alarmed no delivery. He declined to perform the high pressure test and was advised to change the entire infusion set, reservoir and insulin. He noted that the bolus history displayed all entries based on his recollection. He observed a kinked infusion set cannula upon removal. Nothing further reported.